Event description:
Information was received from a patient receiving intrathecal morphine with an unknown drug via an implantable pump. It was reported that the reason for the call was the patient was at the hospital and the nurse needed to get a hold of someone because the pump that was implanted on (B)(6) 2026 was not working properly. The patient didn't know if the pump ever worked. Technical services (tss) provided their phone number. The patient provided the name of their managing doctor. Additional information received from a health care provider (hcp) indicated that the pump that was implanted last wednesday [(B)(6) 2026] and was not getting any pain relief. The hcp stated that the patient was admitted to the hospital on (B)(6) 2026- and would like the pump interrogated to confirm that it was functioning. The hcp stated that the patient mentioned that there were 3 drugs in the pump, but he only remembered the morphine. Technical services transferred the hcp to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.